Manufacturer narrative:
Concomitant medical products: 4470 lead, implanted: (B)(6) 2018, 5867-3m adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that stored electrograms indicated that the right ventricular (rv) lead appeared to be oversensing and possibly occasionally undersensing. The lead remains in use. No patient complications have been reported as a result of this event.